Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully investigated. The available impedance trends demonstrated stable pacing impedance (in the region of 600 ohm) and stable shock impedance (in the region of 50 ohm). The available iegms confirmed the presence of noise on the rv and the ff channel which led to inappropriate charging without shock delivery as mentioned in the complaint description. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause for the clinical observation. The analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
(B)(4). After an implantation period of about 114 months, oversensing without shocks was reported. The lead was explanted but not returned to biotronik. No adverse patient side effects have been reported.